Manufacturer narrative:
(B)(4). The initial MDR was submitted with an incorrect 510k number. It is corrected to read k022426.

Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was visually observed. The leakage appeared to have been caused by the end cap not being completely engaged. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the examination of the returned sample.

Event description:
It was reported that bd preset¿ syringe with attached needle had leakage during transport. No injury or medical intervention reported.